Manufacturer narrative:
(B)(4).

Event description:
It was reported by the perfusionist (ccp), that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump was not displaying flow and/or revolutions per minute (rpms). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was able to duplicate the reported complaint. The reported complaint was duplicated. The cause was the intermittent connection of a socketed component or connector of central processing unit (cpu) of the printed circuit board assembly (pcba). There was noticeable movement of u2 when pressed, indicating it had not been fully seated in the socket. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.